Event description:
A malfunction code 12 was reported, and it was determined that the pump was not resettable, requiring a replacement. There was no reported impact on the customer's blood glucose level. The customer reverted to multiple daily injections as backup therapy.